Manufacturer narrative:
Unit passed displacement test, excessive no delivery test, occlusion test, seat and rewind and basic occlusion test. Unit was unable to prime during prime test due to faulty fsr (gold). No motor error noted during testing. Motor tested outside the device and passed. No displacement anomaly noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was unknown. Customer received the motor error alarm multiple times in 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.